Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 30 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 30 mg/dl was entered into the pump. Immediately following a bolus for 30 grams of carbohydrates was requested by the user and delivered without entering a currently bg value and insulin on board (iob). Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the customer transposed the bg and carbohydrate values on the bolus screen. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event.